Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign objects coming out of the distal end. Additionally observed, were foreign objects in the air/water cylinder, in the air/water tube, in the nozzle, and on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failures could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.